Manufacturer narrative:
G4:08apr2021 b4:(B)(6) 2021 h11 based on information received, it has been identified that MFR report#: 2031642-2020-04491 is the correct MFR and is the primary complaint. The report that has been identified to be the duplicate is the MFR report#: 2031642-2020-04722 and should be nulled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported that the battery will not charge. The customer noted that the battery charge indicator would not light. The customer contacted product support and reported that he swapped out batteries and verified that the issue is the battery. The customer is asking for part ID of the internal battery. The customer reported that the unit was not in use on a patient.